Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the product was not returned for analysis. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. Additional components potentially involved in the event include: common device name: dbs lead, model: 6145, UDI: n/a, serial: n/a, batch: 96727. Common device name: dbs lead, model: 6145, UDI: n/a, serial: n/a, batch: 175583. Common device name: dbs extension, model: 6346, UDI: n/a, serial: n/a, batch: 114956. Common device name: dbs extension, model: 6346, UDI: n/a, serial: n/a, batch: 86960.

Event description:
It was reported the patient had high impedances on their lead. As a result, the physician replaced the device to address the issue.